Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as clinical and past medical history, and serial x-rays, pathology reports, and examination of explanted components are needed to complete the investigation for determining root cause. If additional information and/or device become available the investigation will be reopened.

Event description:
It was reported by the patinet's spouse that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2012 and was revised (B)(6) 2016 due to painful hip. The postoperative diagnosis was "painful right total hip arthroplasty secondary to adverse local tissue reaction due to mechanically assisted crevice corrosion at the head and neck junction".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported by the patinet's spouse that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2012 and was revised (B)(6) 2016 due to painful hip. The postoperative diagnosis was "painful right total hip arthroplasty secondary to adverse local tissue reaction due to mechanically assisted crevice corrosion at the head and neck junction".